Manufacturer narrative:
The hillrom technician found the cable cut with exposed wires. It is suspected that the power cord damage had been caused by the lift rolling over the cable multiple tunes. The cable has been replaced. The customer has been informed about the potential cause of this incident. Based on this information, no further action is required. In the instruction guide for viking m (7en137105-rev 7) "before lifting, always make sure that: the lifting accessories are not damaged" if this instruction is followed, it is unlikely that the lift would be used with a damaged cable. In the periodic inspection for liko mobile lifts (3en371001-rev 4) under section 8 it is stated: "check cables and connectors for damage or wear" should this inspection be followed, this event is unlikely to happen.

Event description:
Hillrom received a report from the account stating that the charging cable was cut and had exposed wires. The device was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).